Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure it was observed that 5x truespan 12 degree plga anchor devices would not extend all the way, therefore the devices could not be fixed. It was reported that all the anchors stopped at the needle tip and were unusable. It was reported that it was unknown if the problem was due to the patient's knee condition or poor insertion techniques, but none of the devices could be used. It was reported that the surgeon tried various methods but was unsuccessful. It was reported that the surgeon used a competitor's product, which worked without difficulty. It was reported that there was a less than 30-minute delay in the procedure due to the event. There were no adverse consequences to the patient. No additional information could be provided. This is report 3 of 5 for (B)(4).